Event description:
It was reported that a user experienced repeated scan errors with a freestyle libre 3 plus sensor when attempting to read glucose data, culminating in a prompt to replace the sensor; the user was guided to start a new sensor successfully, and the issue aligns with intermittent communication failure involving the device¿s antenna and related electrical or magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure traced to the device¿s antenna and electrical or magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was component failure.